Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. The pump is undamaged but developed a temperature issue and moisture ingress after being exposed to bath water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box showed no evidence of voltage fluctuations or voltage drops. There was a battery compartment crack observed in the thread area. There was an additional crack in the pump casing near the display. The display screen was blank when the pump powered up. A leak test showed that there were leaks at the cracks in the pump casing. There was evidence of moisture contamination throughout the inside of the pump.